Manufacturer narrative:
Technician straightened the right siderail latch cover which was bent, preventing the siderail from latching. This resolved the issue.

Event description:
Info received that the right siderail was not latching. No injury reported.